Event description:
It was reported that the omnipod dash controller/personal diabetes manager had been charging for 30 to 45 minutes and, when the patient attempted to disconnect the charger the electrical outlet, the adaptor sparked and a small flame was produced. The patient confirmed no property damaged occurred. No patient harm was reported.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.